Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components." The IFU also cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance." And that "csf-ventriculostomy reservoirs are designed to allow injection through the dome by use of a 25-gauge or smaller noncoring needle." A review of the manufacturing records showed no anomalies. All reservoirs are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking from the needle hole after implantation and needle injection. Reportedly, there was no injury to the patient and the device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.